Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, the drawer was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that crossed continuity between adjacent copper conductors within the ASSY RETRACTOR DWR HH CUBIE (P/N 353844-01), resulting in thermal damage. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes and Section B Describe Event or Problem and Section D Device Available for Eval, Returned to Manufacturer on. Correction: section D Medical Device Model, Unique Device Identifier (UDI): The reported condition of Drawer failed was confirmed during FSE testing and subsequently confirmed in the DCHU testing process. The device was initially evaluated by the Field Service Engineer (FSE) according to Work Order 01984116, the FSE reported that HH Drawer 4-2 failed and the drawer and associated pockets were not detected on the bus. The FSE replaced the drawer controller board and retractor assembly, then performed diagnostic testing. The drawer and all pockets passed testing and operated as expected. During DCHU Visual Inspection: P/N 151622-01: The part showed no signs of physical damage, fluid ingress, loose or missing components. No anomalies were observed during visual inspection. P/N 353844-01: was received with copper strands in contact with adjacent copper strands. During DCHU Testing: P/N 151622-01: The unit failed the HTA testing due to its inability to detect the CUBIE pockets installed. P/N 353844-01: the testing from DCHU was not necessarily due to the thermal damage observed on copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). Root cause: The root cause of the complaint "Drawer failed" was attributed to crossed continuity between adjacent copper conductors within the ASSY RETRACTOR DWR HH CUBIE (P/N 353844-01), resulting in thermal damage that compromised drawer functionality, and a faulty PCBA DWR CNTLR v1.10/v1 (P/N 151622-01), which failed functional testing due to its inability to detect the installed CUBIE pockets. No specific component-level failure was identified on the controller board.

Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 04-JUN-2024 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE DRAWER 4-2 FAILED HAD FAILED AND POCKETS WERE NOT ON BUS. A FIELD SERVICE ENGINEER REPLACED THE DRAWER BOARD AND RETRACTOR; DIAGNOSTICS WERE RUN, AND THE DRAWER AND ALL POCKETS WERE TESTED. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED BY THE CUSTOMER THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES, THE DRAWER WAS FAILED. THE CUSTOMER STATED THAT THIS MALFUNCTION CAUSED A DELAY IN DISPENSING MEDICATION TO PATIENTS. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.